Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during setup, it was discovered that the oxygenator housing was cracked at the gas inlet port. The crack went all the way around the housing. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).